Manufacturer narrative:
Additional information: software analysis. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was confirmed and was tracked in an internal known anomaly database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system would not communicate with the navigation system. The surgeon opted that the navigation system was not required for the post-operative image acquisition and continued without the medtronic navigation system. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.